Event description:
The device was implanted on 9/1/96 for hepatic arterial infusion of fudr. On 10/3/96, a MFR nurse rec'd a call from facility nurse with report of suspected leak from center septum because at the last device refill, the pocket swelled. A dye study was performed via the sideport and did not reveal leaks in sideport or catheter. The md wanted to put contrast into center septum to investigate any possible leaks there; however the MFR nurse informed facility nurse that if they did put contrast into the ctr drug chamber, it should be immediately rinsed out with saline. The facility nurse was additionally informed that the MFR does not recommend this procedure and reviewed some other possible causes of the swelling such as seroma, leak in the catheter or the connection. The facility nurse stated that these possibilities had been considered and ruled out.